Event description:
According to the available information the balloon deteriorates after a few days or ten days. The balloon seems to be deflating.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found none about lot number 9446050. Documentary's investigation revealed no anomaly registered during production; however, the issue of deflated balloon was known. Checking the quality databases revealed one corrective and preventive action in relation to the described defect: monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for deflation issue is specifically monitored. A similar case study was performed based on same item number ha6118, same defect: deflates over last four years: 9 similar cases were found.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint on the lot number 9446050. B3: estimated date.

Event description:
According to the available information the balloon deteriorates after a few days or ten days. The balloon seems to be deflating.